Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost during a procedure and attributed the cause to a cable break. The problem occurred once the camera was placed on a microscope. The end user viewed the image through the microscope in order to complete the procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was assumed that the phenomenon was caused by the damage on the cable. No further information could be obtained as to the cause of the faulty cable. Olympus will continue to monitor field performance for this device.